Event description:
Complainant alleged that during an in-servicing of the device by the facility's zoll sales rep, the device was unable to detect the ECG rhythm with the device paddles. There was no pt involvement during the reported malfunction.